Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 07may2024 anika received a medwatch report (mw5154073) from the FDA. It was reported that the orthovisc injection did not work as expected on a patient of unknown age and demographics. There was no report of any defect with the device. The current status of the patient is not known. The lot number was not reported. Contact information was not provided.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not confirmed. Additional information was not provided. The lot number was not reported. A review of the batch record could not be performed. Anika product is manufactured and released to applicable procedures and specifications. A three year retrospective review of retention inspection logs was performed. There are no non-conformances related to the reported event. A review of the stability study report was performed. The conclusion is that the product has met all required specification and tolerances. A three year review of all nonconformances was performed. There are no non-conformance related to the reported event. A supplemental report will be submitted upon receipt of new and relevant information. The reported event will continue to be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 07may2024, anika received a medwatch report (mw5154073) from the FDA. It was reported that the orthovisc injection did not work as expected on a patient of unknown age and demographics. There was no report of any defect with the device. The current status of the patient is not known. The lot number was not reported. Contact information was not provided.